Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in office due to the device alerting for noise on the right ventricular (rv) lead. Interrogation also noted high sensing integrity counter (sic) and impedance trends were variable as compared to the chronic impedance trend. The physician will monitor the lead and alerts were turned off. The lead remains in use. No patient complications have been reported as a result of this event.